Event description:
Initial reporter indicated that their (B)(6) handheld computer containing 7.1 programming software was freezing on the interrogation successful screen. The 7.1 programming software flashcard was reseated and the problem resolved.